Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found no anomaly. Two known good leads were attached to two known good ext ensions which were connected to the ins. The impedances were measured and came back normal on all circuits and electrode pair combinations.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The manufacturer representative reported the ins was returned and the neurologist programmed around the contacts which were not working. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37092, lot# 273030001, implanted: (B)(6) 2011, product type: accessory. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v660777, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type; extension. Product ID: 3387s-40, lot# v327567, implanted: (B)(6) 2011, product type: lead. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The manufacturer representative (rep) reported that high impedances were measured during a battery replacement; there were no impedance issues prior to replacement. During intraoperative testing of electrode impedances, all electrode impedances were greater than 40,000 except for case <(>&<)> 0 and case <(>&<)> 8, which were normal. The channels were suctioned and the extension wiped down. They re-inserted each extension, making sure each contact was under each set screw. The impedances were still greater than 40,000 on all combinations except case <(>&<)> 0 and case <(>&<)> 8. The extensions were switched from the top channel to the bottom channel, but the electrode impedances were still greater than 40,000. The extensions were re-inserted the opposite way; bottom to top, top to bottom, but the electrode impedances were still greater than 40,000. A new battery was opened and implanted. The following electrode combinations were still greater than 40,000: case <(>&<)> 3, 0 <(>&<)> 3, 1 <(>&<)> 3, 2 <(>&<)> 3, case <(>&<)> 11, 8 <(>&<)> 11, 9 <(>&<)> 11, and 10 <(>&<)> 11. The extensions were re-inserted with the same electrode impedance results. The impedances were not resolved yet and the configuration was confirmed to be correct. There were no associated patient symptoms. The patient&#38112;indications for use were parkinson&#38112;dual and movement disorders. No additional action related to the high impedances was reported. Depending on the information provided by the rep with the returned product, additional information will be requested. If additional information is received a supplemental report will be sent.